Manufacturer narrative:
(B)(4). Results of investigation: carefusion was not able to duplicate the reported issue during testing and evaluation. The ventilator passed the initial final test and the initial alarm volume test, however, a review of a video illustrating the reported behavior that was provided by the customer showed the ventilator was being powered from the internal ¿transition battery¿ as the only power source at the time of the reported problem. A review of the event trace indicated that days prior to the reported incident, the ventilator had been running from the internal ¿transition battery¿ to the point where it reached a mostly depleted condition. Bench testing attempting to power up the ventilator were able to duplicate, along with the ventilator reset behavior illustrated in the customer supplied video. Carefusion replaced the bridge battery as a precaution. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the ventilator would not boot up all the way, the led's just flash. During testing and evaluation, it was discovered that the battery was depleted and is under warranty. This reportable issue was discovered while in service, therefore there was no patient involvement associated with this complaint.